Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010 and 16/apr/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "moderate" pain. Patient also reported experiencing "a lump or thickening in or near the breast or in the underarm area," side unspecified. Healthcare professional later reported "capsule/rupture". This record is for the left side. Device was explanted.